Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the up arrow and down arrow buttons were over responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings: the keypad cover was intact and all of the buttons responded normally. The keypad was removed and no contamination was found under the button contacts. The original complaint could not be duplicated. Unrelated to the original complaint, the bolus button cover was detached from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.